Event description:
This device has an unknown implant and explant date. A call to technical services placed on 11/25/2013 states that they were trying to figure out a device that had no magnet rate. Chest x-ray and the fluoro mark looks like a circle with a cross. Device was not pacing. No other information is provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).